Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#:, serial#: (B)(4), implanted: (B)(6) 2016, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. The pump was currently administering clonidine of an unknown concentration at a dose rate of 11.3 mcg/day and fentanyl of an unknown concentration at a dose rate of 271.9 mcg/day. It was further noted that the fentanyl and clonidine in the pump were being titrated down so it was less than it was. It was reported that the patient had one week left before their pump was empty, maybe more. It was further indicated that the catheter currently on the pump should not have been put on the pump, and was now defective since over a year ago. The catheter was leaking where it connected to the pump as diagnosed by a physician. The date of the event was unknown. It was noted that the patient could not see their physician any longer. The patient did not currently have a healthcare provider (hcp). Physician listings were provided. No patient symptom was reported. No further patient complications have been reported as a result of this event.